Event description:
The pt originally had an aneurx device implanted and developed a distal endoleak with an iliac aneurysm. Three limb extensions were implanted and resolved the leak.

Manufacturer narrative:
The aneurx device caused the event. Info related to the aneurx device is unavailable. Due to lack of info, no conclusion can be drawn at this time.